Manufacturer narrative:
Patient details updated; date of event updated.

Event description:
It was reported the disposable was leaking chemotherapy on the patient's shirt upon arrival at the infusion unit. The nurse was unable to locate where leak originated. Infusion was stopped. No patient injury reported.

Manufacturer narrative:
Operator of device is unknown; no additional information has been received to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Manufacturer narrative:
Other text: device evaluation: the product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.